Event description:
A customer contacted beckman coulter regarding elevated troponin (accu tni) results that were generated by the unicel dxl 800 access instrument. The customer indicated they have a patient that is repeatedly recovering with elevated accu tni results. The results were reported out of the lab. The actual results were not supplied by the customer, but they stated that accu tni values were near "27ng/ml". The customer reported that samples from this patient were tested and negative on the istat and centaur methods. There was no report of patient injury requiring medical intervention or change to patient treatment received regarding this event.

Manufacturer narrative:
Qc and instrument performance information were not provided. Pre-analytical sample handling information was not provided. Per customer, issues are specific to the patient in question. Service was not dispatched regarding this event as the issue is isolated to one patient and results were reproducible. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.